Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a left ventricular (lv) lead was being replaced. The patient is lv and right ventricular lead pacing dependent. The lv lead had been showing high pacing thresholds. When the crt-d was taken out of the pocket and the rv lead was disconnected, the lv lead showed loss of capture (loc). The crt-d was replaced for a new one and the lv lead remains in service. No additional adverse patient effects were reported.